Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colon stenting procedure performed on (B)(6) 2012. According to the complainant, the indication for the procedure was to treat a malignant stricture of the colon. Reportedly the patient's anatomy was extremely torturous. During the procedure, the outer sheath separated/broke approximately 4-5cm below the handle and the stent could not be deployed. The stent was removed fully constrained on the delivery system. The procedure was completed with another wallflex enteral colonic stent system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted onto the device. It was noted that the outer sheath was broken at 70mm distal to the proximal handle and the outer sheath had been pushed distally over the tip. The clear outer sheath was kinked at 8mm intervals. During analysis it was not possible to deploy the stent due to the condition of the returned device. The shaft was dissected at the proximal end of the clear outer sheath and the distal end of the inner lumen and stent were withdrawn from the outer sheath. No issues were noted with the profile of the inner lumen or deployed stent that would have contributed to the complaint reported. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. No other issues were noted with the device. A review of the device history record (DHR) was performed, which confirmed that the device met all manufacturing specifications. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. The review and analysis of all available information fails to indicate a root cause or probable root cause for the reported event.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colon stenting procedure performed on (B)(6) 2012. According to the complainant, the indication for the procedure was to treat a malignant stricture of the colon. Reportedly the patient's anatomy was extremely torturous. During the procedure, the outer sheath separated/broke approximately 4-5cm below the handle and the stent could not be deployed. The stent was removed fully constrained on the delivery system. The procedure was completed with another wallflex enteral colonic stent system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported issue of sheath/catheter broke/detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.